Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stop was confirmed by the account to be due to a controller exchange, the cause could not be conclusively determined as the submitted log file was corrupted. The account communicated that the patient performed a controller exchange on (B)(6) 2021 resulting in a pump stop time. According to the account, the patient was educated on alarms, events, and batteries the patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 20oct2016. The heartmate ii lvas IFU is currently available. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. It is also explained that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. The section entitled "alarms and troubleshooting" outlines all system controller alarms, including pump stops, as well as how to respond to each alarm condition. The system monitor section outlines the low-speed alarm. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available and warns users that disconnecting the driveline from the system controller will cause the pump to stop. This handbook contains important warnings related to pump stops. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as the proper actions associated with them. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller exchange on (B)(6) 2021 with claims that the system controller had a "loose connection" alarm and stated that their batteries were depleting faster than usual. The patient did not inform the coordinators at the time and was reeducated on alarms and events and advised to report changes. Upon interrogation in clinic there were no alarms seen and the exchange was thought to have been done on (B)(6) 2021, as there was a pump stop alarm at that time. There were several attempts to collect log files, but only 1 file for each system controller was given before the patient was discharged. Related manufacturer's reference number for the "loose connection" alarm on the system controller: 2916596-2021-06979.